Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose event near the end of 2014. She was wearing her insulin pump at the time of incident; she was sleeping and would not wake up. Her husband called the fire department to take her to the hospital. When she got to the hospital, she could not remember how she was transported or treated. The patient was given apple juice, sugar, and (B)(6). Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.